Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the of incident. Customer was not using the auto mode feature at the time of the incident. The customer declined troubleshooting for high blood glucose. The customer reported that the sensor was not working. The customer states it was saying cannot find sensor signal. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the of incident. The customer reported that the auto mode feature was active during the reported event. The customer declined troubleshooting for high blood glucose. The customer reported that the sensor was not working. The customer states it was saying cannot find sensor signal. The device will not be returned for analysis.